Manufacturer narrative:
Results - microscopic inspection of the returned lead revealed a kink where two wires were broken 18.5cm from the tip of the stim end. There was also a cam impression and a second kink without any broken wires. The fracture and second kink corresponded to the distal and proximal end on the broken swift-lock anchor respectively. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report #1627487-2014-00283 and 1627487-2014-00285. It was reported, the pt ((B)(6)) experienced discomfort at the ipg site due to recent weight loss. Surgical intervention was undertaken to relocate the ipg. Intraoperative testing revealed high impedance measurements. Further interrogation found a fracture of the lead at the anchor site, with the anchor reportedly broken. The procedure was completed with explant and replacement of the lead and lead anchor. The discomfort was resolved with relocation of the ipg. In addition, it was reported effective stimulation was recaptured for the pt following the surgery.